Manufacturer narrative:
D1 brand name was updated. Anemia: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/major bleed: the cause of the access site adverse event is likely use related since suture tightened at anastomosis to achieve hemostasis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
76 year old female was admitted on (B)(6) for non-st elevation myocardial infarction/cardiogenic shock (nstemi/cgs). They were stabilized with intra-aortic balloon pump (iabp) placement. On (B)(6), they underwent placement of impella 5.5 via lax artery for ongoing hemodynamic support. On (B)(6), surgical re-exploration for right axillary access site bleeding, bleeding noted at graft anastomosis and hemostasis achieved. On (B)(6), they underwent high-risk percutaneous coronary intervention (hrpci) with impella 5.5 support. On (B)(6), blood transfusion for anemia and on (B)(6) the impella 5.5 was explanted without incident.